Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. Clinical reason being mentioned as refractive surprise. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in a2., a3.a.,b.2.,b.3.,b.5.,b.6.,b.7.,d.10.,e.4., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that the lens was exchanged with another lens with 1.5 diopter difference indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.